Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that separation occurred between the male end of an unspecified clearlink continu-flo solution set and the tubing. While disconnection the secondary set ("piggyback") from another intravenous (IV) tubing set, the male end separated from the tubing leaving the male end in the female luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.